Event description:
It was reported that the customer had a medical emergency and need to shut it off. The caller stated that the customer was not responding, and the insulin pump was beeping and vibrating. Also, the device did show no delivery. While checking the customer's glucose level, it alarmed low reservoir. It was stated that when the customer got in the plane, he did not look well, could not breath and his kidney function went off. It was stated that the customer was admitted for high blood glucose, and he was treated first with and insulin drip, then was giving shots in stomach. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.